Event description:
It was reported that stimulation was in the wrong location. It was noted that the patient had a burning sensation. It was noted that the patient needed to find someone because the implantable neurostimulator (ins) had not worked in months. It was noted that the health care professional (hcp) was not doing anything about it. It was noted that the stimulator had not worked since they put it in. It was noted that it was supposed to vibrate the patient¿s back but it only vibrated the patient¿s legs. It was noted that they had tried to reprogram and it just did not work. It was noted that the patient had been reprogrammed 4 to 5 times and had not been able to take care of the pain in the back. It was noted that the hcp wanted to put another lead in and the patient was not ok with that. It was noted that the patient wanted the device removed. It was noted that since implant the ins site had been causing pain and felt like it was burning. It was noted that the burning was in the back and down mostly the left leg. It was noted that patient was sure the stimulation was off but refused to verify. Additional information received reported that the patient was to have an MRI that was related to therapy and the reported believed that the patient may have re-injured himself. Additional information received reported that the patient was referred for an MRI was that the patient was to have a lead replacement done on (B)(6) 2014. It was noted that the patient had the system turned off for the past six months. It was noted that the patient had stated that the system had never provided pain relief and only caused an acute vibration feeling in the leg.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient had cancelled their appointment on (B)(6), 2014 for the replacement and that it had not been rescheduled. It was noted that the patient did not need intervention but they were noted as a ¿stubborn patient¿. It was unknown when the next scheduled appointment will be. Additional follow up information received 14 days later from the hcp reported that the patient had not contacted their office since the previously reported appointment cancellation and that they had not rescheduled any procedures. If additional information is received, a follow up report will be sent.